Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge energy. The device was put into monitor mode and then back into defib mode. When the clinician pressed the charge button, the device discharged energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Review of the device activity logs does show the charge button being actuated while in monitor mode. Per design the device will not charge in monitor mode. For the reported malfunction of the device discharged when the charge button was pressed was not duplicated during test. Review of the activity logs does show the device was switched to defib mode, charged energy, and then delivered energy when the shock button was actuated. The outcome of the investigation unsubstantiates the customer's report. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.